Manufacturer narrative:
H3) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the images were out of range. At the end of the registration, the surgeon was pointing to the patient's head with the navigated instrument and the system was showing the patient as if it was 1 or 2 meters away from the pointer tip.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0, ubd: , UDI#: h3) the manufacturer representative went to the site to test the navigation system. The navigation was out of the field at the end of patient registration. It was found that the keyboard was partially broken and the rear bin basket was damaged and kept in place using some tape. It was not possible to reproduce and confirm the customer reported issue in field. The "out-of-field" situation on the image had been checked and verified during the service visit, however no technical issues or damages were been found on the system, that it was fully working as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the navigation system, after proper registration of the patient before the surgery, displayed images that were completely out of range. Additional information was received stating that the reported issue occurred intra-operatively. Navigation was aborted. The procedure was able to be completed. There was no reported impact to the patient.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue as the logs were unavailable for analysis. H6: fdm b29, fdr c20, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.